Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 180 units of insulin. The customer reported recently consuming food, and blood glucose (bg) level was 300 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer continued using the existing cartridge for insulin therapy.